Event description:
It was reported that pump experienced malfunction alarm with code malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and would rely on alternate insulin method if necessary until replacement arrived, and technical support arranged shipment of replacement pump with updated software.